Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the ins was replaced on (B)(6) 2020. The facility discarded the ins. The rep reported patient is doing great, they had seen them at the doctors office.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Caller working with patient who has over-discharged ins. They have done 2, physician mode recharge (pmr) today, and this hasn't resolved the issue as there is no telemetry from the ins using recharger, or patient programmer (pp). Patient said he last charged about 6 weeks ago. Pt noticed having difficulty charging about 5 weeks ago. They did xray previously to confirm ins not flipped, and caller is confident that this was interpreted appropriately (e.g. There was anatomical references in xray). Ins is very shallow. Technical services (tss) reviewed it would seem ins would have come out of overdischarge by now, but that they don't have much else to try by doing further prm attempts. Tss also reviewed consideration to change out ins if it was taking too much time to resolve od. Caller also mentioned that pt had gotten stuck on a reposition recharge antenna screen and they were hoping to resolve this by sending pt new insr though it is likely that this screen was occurring because pt is in overdischarge. It was also noted that the patient is having pain, but this is the patient's baseline pain he is having due to the ins being overdischarged. The caller said the patient gets a lot of benefit from the ins when it's being used.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient is scheduled to have battery replaced on (B)(6) 2020. Hcp is aware and ins will be sent back for analysis.

Event description:
Additional information was reported that the rep tried another physician mode recharge but were unsuccessful. The battery was not responding and did not show por on the screen. The physician suggested battery replacement to the patient as an option. The patient called me yesterday after discussing replacement with his wife and family. He decided to replace battery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.